Event description:
Customer reported that the alarm has power, but when pressure is off the pad, the alarm sounds intermittently. Also, when the sensor is detached from the alarm there is no alarm tone. No other damage reported by customer. Customer is also returning the sensor. No pt incident or injury was reported.

Manufacturer narrative:
Result, other: eval of the returned product found power to the unit. There was no intermittent sound when the pressure is taken off the sensor pad. There was no alarm when sensor is detached from the unit or the pressure is taken off the sensor pad. The in-house sensor pad (8307) was used, yielding the same results. The unit was also tested with an external power supply and a 9v ac adapter, both with the same results. Note: posey instructions for use has a statement: proper handling and use: if the posey keepsafe is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Check to make sure the audible alarm is functioning properly by applying and lifting weight off sensor in several spots to activate the alarm. Do not use the posey keepsafe if the audible alarm does not sound. (B)(4).